Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometriosis ("endometriosis"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, endometriosis, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, dyspareunia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for events ¿ abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),general abnormal bleeding, bladder problems, urinary problem, endometriosis, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received event injury updated to pelvic pain. New events abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), general abnormal bleeding, bladder problems, urinary problem, endometriosis were added. Patient information, new reporter were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.